Event description:
Member is having pain in his right knee. Member has not filled with ara since (B)(6) 2020. Pt's file indicates patient filled with another pharmacy recently. Md: (B)(6). Drug lot and expiration not provided. Current rx is inject 1 syringe intraarticularly into the right knee once a week for 3 weeks.